Manufacturer narrative:
(Complaint number: (B)(4)) ((B)(6) 2016). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of production records shows no documentation indicating deviations. Retain samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between protector and stopper and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed. Further comments: do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. Engage the safety mechanism with activation as described in the IFU. Do not forcefully release or re-activate the safety mechanism after it has been activated. Do not attempt to tamper with the safety mechanism after activation. Promptly dispose of the vacuette safety blood collection/infusion set in an approved disposal container in accordance with the procedures of your facility. Please refer the customer to the IFU. Addendum to complaint (B)(4) ((B)(6) 2016). Samples were visually inspected and no deviations could be observed. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanism did not release back. All needles were fully covered. The complaint could not be confirmed.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2016 when the safety did not fully engage and the tip of the needle was left sticking out of the sheath. The facility indicated that several sbcs from this lot demonstrated this issue, but only one needle stick injury occurred as a result.